Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with infusion set on (B)(6) 2026. The spring detached from outer ring of inserter prior to insertion while removing needle guard. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.